Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a trial patient developed an infection at the lead incision site. The trial ended and the device was removed. The patient was hospitalized and was treated with IV antibiotics. There was no report of further complication.

Manufacturer narrative:
Follow-up report indicated that the patient did not have an infection and instead, had inflammation at the trial incision site. It was noted that the patient was opening their bandages, which led to the trial leads flopping around. The trial ended and the device was removed. The patient stayed overnight at the hospital and was provided with IV antibiotics prophylactically. The inflammation subsided post-explant. The manufacturing records were reviewed and no nonconformities were found.